Manufacturer narrative:
Device passed displacement test, however failed basic occlusion test due to loose drive support disc, unable to perform prime test, occlusion and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged, drive support cap is sticking out and compromised force sensor system error. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer states does not know how the damage happened on the pump. Customer states the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.